Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and received insulin flow block alarm and it was resolved by reservoir change. The customer blood glucose level was over 400 mg/dl, 199 mg/dl and 476 mg/dl. Customer did the injection and tried to do bolus but the blood glucose kept raising. The device will not be returned for analysis.